Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they opened a box of raytec sponges and there were only 9 in the box. Per additional information received on 14jun2022, the customer clarified that the individual package was missing one gauze out of 10 gauze.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to release, the lot must be deemed acceptable by meeting the aql inspection criteria that are based on a valid sampling plan. Quality inspectors perform a statistical sample inspection, both functional and visual. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Corrective actions have already been implemented to address the reported condition. No further actions are required at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.